Event description:
The event took place in another country. Customer was doing an acute angle interscalene block and the catheter sheared off. The tip of the stimulong, a piece of the catheter and the thin wire inside the catheter, totaling 1 to 1 1/2 cm, was left in the patient. The plastic surgeon said there is no need to retrieve it.

Manufacturer narrative:
The device was not sent back for evaluation purposes. From the users narrative we draw the conclusion the user instruction has not been considered diligently. The risk of shearing off the catheter and how to avoid this is clearly outlined, written in bold letters. The adverse event experience is localized in another country. No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the possibly affected device history record, sterilization record (batch 05) and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. Patient is doing well. If no further information is available allowing pajunk to determine if it is a pajunk product, the file is considered as closed.